Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated has not yet used the meter. Meter was set up with customer on call.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 54 and 66mg/dl. The expected fasting blood glucose test result range is 90-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom and or living room. During the call a blood test was performed by the customer and produced test results of 96mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 10/31/2020 and open vial date is undisclosed. (B)(6).